Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced bodily injuries, bladder and urethra infections, extreme pain, erosion of her internal bodily tissue and additional surgeries. All other information, including the patient's current condition, is unknown and reportedly unavailable.